Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter was not working. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of the transmitter not working through connection loss for transmitter serial number (B)(4). A root cause could not be determined via data. The reported issue of the transmitter not working is reportable based on the finding of connection loss.